Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 427 mg/dl. Customer reported that reservoir still had insulin left after four days of changing which should have been empty. Customer reported that blood glucose elevated as high as 727 mg/dl. Customer declined troubleshooting for high blood glucose.